Manufacturer narrative:
The investigation was completed with the returned instruments and the information available. Visual inspection confirmed that the blocker holder was broken as reported. A review of the manufacturing records did not find any issues which would have contributed to this event. The surgical technique indicates that the blocker holder should not be used for the tightening or untightening steps, however, it was reported that the device was being used to tighten the screws when the failure occurred. It is likely that this may have attributed to the adverse event that resulted.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00084.

Event description:
It is reported the blocker holder broke when the surgeon used the instrument to tighten the screws. No part fell in the patient and there was no surgical delay. The surgeon completed the surgery using another blocker holder.